Event description:
It was reported that this patient with a non-boston scientific (bsc) implantable device and bsc right ventricular (rv) lead has recently demonstrated over-sensed myopotential signals and increased capture threshold measurements. Because bsc technical services is unable to analyze electrocardiograms for a non-bsc device, it was recommended to contact the technical services of the implanted device for a data review. At this time, the system remains implanted and no adverse patient effects were reported.